Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit caused the ventilator to alarm and they found that the circuit was damaged. This was found prior to patent use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected for damage and pressure tested. Results: the visual inspection revealed that there was not enough glue present in the proximal connector. The pressure test revealed that the circuit was out of specification due to leakage from the patient end connector and this was also confirmed via immersion in a water bath. A lot check was not performed as no lot number was provided. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector during the assembly process and this was not picked up during the pressure test. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).